Event description:
Pt has the vns implant for seizures. Pt 1st got an infection in it then body is rejecting it. Pt has lupus and is causing lupus to flare (severe). Pt is in constant pain, is on vicodin for implant pain. Pt can't carry purse on that side, muscle pain is severe, shoulder freezes up and arm goes numb. The unit is turning. Pt was told that everything could be taken out by cybernetics and surgeon, now they find out they can't. When it was turned on pt was in extreme pain, couldn't talk, severe acid relfux, rapid heartbeat. Going thru testing now. Asthma was far worse. Cyber said wouldn't bother asthma, surgeon said so too. Was on for 4 days only. Couldn't take it. Was implanted and turned on 2 weeks later, shut off 4 days later. Pt will never use it again. The surgeon that put it in doesn't want to remove it. Pt's neuro and rheumatologist do. Pt found a nurse finally at cyber that is helping sort of. Bedsides lupus, pt also has ms, histoplasmosis, seizures, and more problems. The nurse told pt that they never did a trial with people who had ms or lupus with the vns, let alone both. Also pt was told nothing negative about it until they handed them magnets with the handbook. That tells all the adverse effects. People should be told beforehand not after surgery. Also when the vns was on pt had severe depression; when it was turned off pt was fine. Pt is very angry and in pain because of the things no one told them or lied about. Pt thinks they should be held accoutable for it.